Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a failed hardware condition. The customer attempted to recover the affected drawer; however, the system continued to indicate that maintenance was required. The device was rebooted, but the issue persisted. Additional troubleshooting was performed, including shutting down the station by unplugging the power cord from the back of the unit and leaving it disconnected for approximately 2-5 minutes. After reconnecting power and restarting the station, recovery attempts were made again; however, the drawer remained in a failed state and continued to require maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that the half height cubie drawer had failed and was missing from the medication application configuration. The fse replaced the half height cubie bus module and the drawer controller boards, then reseated the row board cable connections. All cubie trays and pockets were reseated as well. After testing, the fse was able to recover all pockets and restore full drawer functionality. The system functioned as intended after the field service engineer repaired the device.